Event description:
Medtronic core valve received information that following the implant of this bioprosthetic valve, bleeding was noticed at the femoral access groin site due to a vessel dissection. It was reported that the patient was implanted with a graft stent and provided a blood transfusion. The issue resolved without sequelae to the patient. The dissection was reported to be caused by a st. Jude 18 fr introducer that was introduced before any medtronic product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).